Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified bubbles in the buffer syringe. The fse replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. Analyzer resumed normal operation. Patient information: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the patient sample and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.